Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic nephrectomy procedure on (B)(6) 2019 and suture was used. During the procedure, the needle broke. The tip broke off inside the patient but was retrieved without additional intervention. The procedure was successfully completed. There were no reported patient consequences. No additional information was provided.